Event description:
Customer alleged unit returned 3 times due to battery not holding charge, board issue, cart weld broken. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo2, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the xpo2 concentrator's battery is not holding a charge. There is also a board issue and the concentrator cart has a broken weld. No injury.